Event description:
It was reported that during the implant procedure, the left ventricular lead caused a pericardial effusion. The patient experienced an acute left heart failure. The lead was not used. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please note the correction for reference report number 2017865-2015-07812. Date returned to manufacturer should be 05/19/2015.